Manufacturer narrative:
The events of "seroma,¿ ¿swelling,¿ and ¿capsular contracture,¿ baker grade not specified are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant removal due to risk of alcl.¿

Event description:
Patient representative reported patient experienced ¿¿seroma,¿ ¿swelling,¿ ¿capsular contracture,¿ baker grade not specified, ¿total capsulectomy,¿ ¿increased risk of alcl, fear of alcl,¿ ¿implant removal due to risk of alcl,¿ ¿anxiety, panic disorder,¿ ¿pain,¿ ¿rashes,¿ ¿itching,¿ ¿heat/burning sensation¿ and ¿tissue damage.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿depression,¿ ¿disfigurement,¿ ¿aggravation of underlying conditions and other physical and emotional manifestations that are severe and ongoing¿ and ¿weight gain, gerd and ibs;¿ these events are not related to the device. Device was explanted. This record is for an unknown side.